Event description:
It is reported that a customer has a broken insulin pump because the batteries would not last long even after putting new batteries in the device. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms were noted. The insulin pump was received with cracked case underneath overlay and cracked overlay and minor scratched overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.